Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support during a supply change, stating that while performing the press-and-hold step, the cartridge began leaking. The agent reviewed the correct procedure for completing a supply change and emphasized the importance of connecting the connector inside the device. The patient¿s blood glucose was not affected, but the supply was impacted. The lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.